Manufacturer narrative:
Multiple good faith efforts to obtain further information regarding the allegation have been unsuccessful. Device evaluation, patient outcome, and root cause could not be concluded due to a lack of further information. Should further information be provided by the customer, the complaint record shall be reopened.

Manufacturer narrative:
Date submitted: 07sep2021.

Event description:
A customer reported to philips that while delivering high flow therapy to a patient, the respironics v60 ventilator kept stopping multiple times when hospital staff need to increase the flow rate from 30 liters per minute (lpm) at 90% fraction of inspired oxygen (fio2) to 40 lpm, and the patient experienced an event of decompensation, oxygen desaturation, and almost experienced a cardiac arrest. The customer reported that the unit was in use on a patient at the time of the device behavior and adverse event.